Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak where the patient line meets the cassette on the cycler set during treatment. The patient contact could not verify if there was an alarm or which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient contact clarified that the fluid leak occurred at the connection between the patient line (pl) and the access port on the patient. There was no fluid found on the cassette itself or the cycler cassette door.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak where the patient line meets the cassette on the cycler set during treatment. The patient contact could not verify if there was an alarm or which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient contact clarified that the fluid leak occurred at the connection between the patient line (pl) and the access port on the patient. There was no fluid found on the cassette itself or the cycler cassette door.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.